Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Not returned.

Event description:
It was reported the nurse tested the patient's blood glucose levels with three guide meters and received the following results within 15 minutes: lo ( = lower than the measurement range of the blood glucose monitor, lower than 10 mg/dl, obtained with the first guide meter), lo (obtained with the second guide meter) and 70 mg/dl (obtained with the third guide meter). The patient did not experience symptoms of hypoglycemia, but treatment for the hypoglycemia was provided preventively. No further treatment details could be provided. After that, the patient¿s reading was around 150 mg/dl.